Event description:
The physician was using the mocellator. It was working fine then it just stopped working. The machine was shuting off and on at the time it stopped working. It was removed from the field. Another morcellator was opened and it worked without any problems.